Manufacturer narrative:
One unit was returned for evaluation. Visual inspection did not reveal any obvious defects. Functional testing was performed by filling the cuff with 20 cc of air using a syringe and fully submerging the device in water. No leakage was detected in the device. The device was then re-inflated with 20 cc of air and left undisturbed for 4 hours. The device was found to be inflated condition. Instructions for use state: 4.0 warning: use either minimal leak or minimal occlusive volume techniques to establish the cuff and to ensure correct inflation at regular intervals. 6.0 setup: 6.5 if a tracheal seal is desired, inflate the cuff with air using either minimal leak or minimal occlusive volume technique. Record the volume used. Note - the user must monitor the cuff volume, because diffusion of air through silicone will cause slow deflation over time. Investigation was unable to confirm that the reported issue was a result of a manufacturing defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported the listed tracheostomy tube was in use with a patient (for an undisclosed amount of time) when the cuff began leaking. The cuff reportedly deflated 5 cm in 4 hours; in result, the patient desaturated and was hypoxic.